Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_cath lot, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not provided. The patient reported they had problems with their first pump. When asked to clarify the problem, the patient stated the problem was actually with the catheter. The patient reported the catheter ¿split.¿ it was reported issue occurred over 10 year ago (relative to the date of the report [(B)(6) 2018]). No symptoms were reported. The consumer declined to provide any further information. No further complications were reported or anticipated.